Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be provided after the investigation has been completed.

Event description:
It was reported that a seriously injured pt was admitted to the trauma room overnight. During the prescribed CT scan, the table stopped and could only be moved after a restart. The hosp stated that the pt succumbed due to the severity of the injuries sustained prior to the CT scan.